Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. The device history records were not reviewed as the reported event alleges a symptom rather than a defined device failure. The devices involved were reviewed for compatibility with no issues noted. This device is used for treatment. No other complaints were identified for any of the part and lot combinations. The operative notes from the original implantation explain that the nexgen components were implanted as part of a revision surgery of the left knee. The patient had undergone the revision due to pain and loosening of the original left total knee implants. The removed implants were not identified, but it was noted that all the unknown tibial and femoral components were removed. The operative notes indicate that after the nexgen components were implanted, the knee was tracked through full range of motion, flexion and extension balance were assessed and balanced appropriately, and patellar tracking was midline. The operative notes from two days after the surgery indicate that the patient had pain in the left limb, as well as loss of dorsiflexion and plantar flexion of the left ankle due to impending compartment syndrome. The package inserts for the nexgen components list pain as a known adverse effects of this procedure. Swelling and inflammation, which are typically associated with compartment syndrome, are also listed on the package inserts as adverse effects of this procedure. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing pain and injury post-operatively.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event.